Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Three lots were found to have been delivered in this time period. A production records review was performed on the reported lots. The device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved was released meeting specifications. There is no recall associated with this complaint file. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient¿s catheter connector accidentally came loose during drain 4 of treatment, causing solution to spill from the patient. The cycler alarmed in response to the fluid leak with a drain complication encountered warning. The patient contact requested assistance with canceling treatment on the cycler, which the fresenius technical support representative provided. The patient contact was also advised to follow-up with the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient contact stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However, the patient was in the final drain phase of treatment when the reported issue occurred, and treatment was canceled for the night following the phone call to fresenius technical support. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.